Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. Review of stored device memory noted the presence of several magnet applications that correlated with a procedure the patient underwent. Boston scientific technical services (ts) discussed that the code was recorded due to several magnet applications and could be cleared. The code was successfully cleared and the device remains in service. No adverse patient effects were reported.